Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced syncope and experienced a fall while getting out of bed and presented to hospital , the right ventricular lead exhibited loss of capture. The lead was explanted and replaced successfully. No additional information available.